Event description:
Customer requested assistance with cqi reports and device evaluation for a propofol overinfusion where the clinician programmed the infusion higher than the guardrail limit. Patient arrived to ICU from operating room on a ventilator and heart monitor. Arterial blood pressure was elevated and md ordered a propofol drip at 25 mcg/kg/minute. Over the following 20 minutes, monitor data showed patient's cardiac condition worsening with a decrease in blood pressure and vital signs. CPR was started, however, patient expired. Preliminary cqi data appears to indicate that the infusion began at 999ml/hr and ran for 1min and 6sec for a total of 17ml. The rate changed to 41ml/hr and ran for 40 sec for a total of 1.69 ml. The rate then changed to 15ml/hr or 25mcg/kg/hr. Risk manager does not suggest any malfunction of the device, and stated programing settings were initiated by user. Although requested, no further patient or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.